Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose. Reportedly, the alarm cleared and the customer continued to use the original cartridge.